Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridge that yielded a discrepant pt/inr results when compared to the lab method. Method: I-stat, time: 11:12, pt/inr: 4.7; stago, 12:30, 2.8. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.